Event description:
Boston scientific received information that this atrial lead had poor sensing and high, out of range impedances. The lead was surgically abandoned and replaced. The sales representative suspected the lead had fractured, but this was not confirmed. No additional adverse patient effects were experienced.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. The product used is unknown and therefore the 510(k) is unknown. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required. (B)(4).

Event description:
This is report number 1 of 5 received by baxter (B)(4) from a physician for an increase in peritonitis cases at this facility. The patient's doctor requested an investigation since the number of peritonitis events was increased. The patient was admitted to the hospital with fungal peritonitis on (B)(6) 2010 and discharged from the hospital on (B)(6) 2010. The patient was treated with triflucan 100 milligrams intravenously. The patient continued therapy using hemodialysis.